Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was dim and difficult to read. The reporter stated that the screen can only be read in a darkened room. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump was returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.